Event description:
It was reported that the vns patient underwent explant surgery on (B)(6) 2015 due to lack of efficacy. It was noted that the patient was developmental delayed and was hitting himself in the chest. The explanted generator and lead were returned to the manufacturer for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. The as-received internal device data showed that the last 25% change in the impedance value was estimated to have occurred on (B)(6) 2014, where the impedance value changed from high lead impedance to a normal limits range. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. Analysis of the lead found that that the lead had not been fully inserted into the cavity of the generator. Complete analysis of the lead was reported in manufacturer report # 1644487-2015-05614.

Event description:
Follow-up was performed with the patient¿s neurologist. He was informed that product analysis found lead fractures and high impedance. He was not aware of any high impedance. System diagnostics were always within normal limits to his knowledge. The patient¿s mother was adamant that the device was not helping, but he did not agree. He programmed the device off in november 2014 and left the magnet on. At that time the impedance was 3980 ohms. The patient had a lower seizure frequency about a year after implant. He disabled the device in (B)(6) 2014 to prepare for explant in 2015 as requested by the patient¿s mother. His protocol is to leave the device off for 6 months to determine whether vns is actually helping the patient. Within 6 months of disabling the device, the patient started to experience drop seizures, which he has never had before. The neurologist maintained that vns was clearly helping the patient as the patient did not have a new seizure type in 14 years until vns was programmed off. He did not think the patient hitting himself was in any way related to the high impedance which was found, as the patient was hitting himself as soon as the device was implanted.